Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) advocate stated her daughter received 1.6mmol/l on the contour link. She retested on the meter and received another low reading, approximately 1.7mmol/l the daughter was given glucojuice and then became hyperglycemic. She was then given a bolus of insulin. The customer has no strips left. The meter was replaced.